Event description:
As reported, in a ptca/atherotomy procedure involving a heavily calcified ostial 1st diagonal artery lesion with moderately tortuous approach via the lad coronary artery, a 6f introducer sheath was initially placed, then exchanged for a 7f diagnostic sheath. A 7.5 swan-ganz catheter was used to obtain diangostic cardiac pressures. Left ventriculogram was performed with normal results. Coronary angiography was performed resulting in a diagnosis of pt lad artery with good blood flow, but greater than 90% stenosis in the small second diagonal artery branch (right coronary artery shows less than 50% disease in the mid vessel with no critical lesions in the previous stent). Ptca performed on small second diagional branch lesion. A 0.014" rtw guide wire and a 7f jl4 catheter crossed the lesion without difficulty. The cutting balloon was advanced across the lesion and three inflations were performed (#1-6 atm's, #2-7 atm's, #3-9 atm's). The initial two inflations showed residual stenosis and with the third inflation there was angiographic evidence of a rupture of the vessel with extravasation of the radiologic contrast into the pericardium. The cutting balloon was retracted and the guide wire was left in place. The heparin IV was stopped and a protamine 50 mg IV was given promptly to reverse the effects of the blood thinner heparin. A swan-ganz catheter was placed via the introducer and the pt was noted to have symptoms of cardiac tamponade including increased right atrial and right ventricular diastolic pressures, and subsequent pulses paradoxus and hypotension. The pt became less responsive while preparations were made for emergency pericardiocentesis. Aspiration of 50cc of frank bloody fluid was removed with prompt improvement of the pt's hemodynamic pressures. A pigtail catheter was placed into the pericardium and a total of 330cc of bloody fluid was removed. The pt's blood pressure remained at normal levels without pharmacologic support and their mental status returned to baseline. Serial echocardiograms showed no re-accumulation of pericardial fluid. Coronary angiography shows 50-75% residual stenosis in the small vessel. Consultation with the cardiac surgeon resulted in the decision to follow with close observation in the intensive care unit rather than further surgical intervention at this time. Several days later as f/u to previous coronary intervention, the main lad artery is widely patent and normal. The diagonal branch (site of the previous intervention) shows some aneurysmal dilatation of the proximal vessel, but it is widely patent with good blood flow. There is no evidence of residual extravasation of radiological contrast. It was reported that the pt appears to be stable with no adverse sequela from the events.